Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was damaged and had segments missing. Analysis also found the upper and lower cases broken and contaminated, the battery release, lead flex cover, main printed circuit board and battery flex contaminated, two side rail covers and the battery drawer broken, the battery contacts compressed and the ring bent. It was noted that due to extensive damage, the generator was being returned to the customer unrepaired.

Event description:
It was reported that the display of the external pulse generator was broken and had some missing segments on the bottom display. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the display of the external pulse generator was broken and had some missing segments on the bottom display. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.